Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021.the patient's daughter stated the cgm was reading 45 mg/dl but her bg was 525 mg/dl. No symptoms were reported. The patient was taken to the hospital by an ambulance based on the bg reading she was getting. The patient later reported that she was initially not given any insulin, but her bg later went up to 700 mg/dl so she was given insulin and admitted. She was discharged after 3 days. At the time of the initial report the daughter stated that the patient was home and doing well. The patient was wearing the dexcom at the time of the event but was not wearing it later at the hospital. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient¿s cgm was reading 45 mg/dl but her bg was 525 mg/dl. She was taken to the hospital by an ambulance based on the bg reading she was getting. The daughter stated that she cannot provide details of the incident as she was not present at the time. No information was provided regarding any symptoms or treatment. At the time of the report the daughter stated that the patient was home and doing well. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.